Event description:
It was reported that the right atrial (ra) lead was undersensing. The device was reprogrammed to resolve the issue and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, implantable pulse generator, (B)(6) 2013; 5076, implantable pacing lead, (B)(6) 2013. (B)(4).